Manufacturer narrative:
(B)(4). The reported issue of inappropriate initial drain alarm setting was confirmed. The cause was determined to be use error; initial drain alarm was set to 0. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation. A follow-up report will be filed should any significant supplemental information become available

Event description:
A customer contacted baxter's technical service center reporting that the homechoice (hc) machine started to fill only after draining 7ml during the initial drain. The technical service representative (tsr) checked the initial drain alarm (ida) was 0 (zero). The home patient (hp) stated that he had a last manual fill of 2000 ml. The tsr assisted the hp with manual drain of 2116 ml. The tsr advised the hp to call nurse to adjust the ida setting. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the reported issue, it was revealed that the issue was resolved, and added that the nurse had adjusted the ida setting. The hp stated that he was doing fine and continuing therapy without issues. Per the hp, he did not have any injury or harm as a result of this incident. No further information was provided.